Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector prior to insertion. The patient's blood glucose level was within range. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.